Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): (B)(6). D.3. Medical device manufacturer: dun laoghaire d.4. Medical device expiration date: 2024-09-30 d.4. Medical device lot #: 9261666 d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-06-08 g.1. Manufacturing location: dun laoghaire h.3. Device returned to manufacturer: yes h.4. Device manufacture date: 2019-09-18

Event description:
It was reported that bd ultra fine¿ pen needles had no flow during priming. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown (provided: 9071861) it was reported that there is flow during priming but same pen needle will not let him complete his injection. Verbatim: consumer, reported, no insulin flow when taking injection. Stated, he does get a flow when priming, (2units) but that same pen needle will not let him complete his injection. Stated, its happened more than once from this box but he could only provide one "date of event".

Event description:
It was reported that bd ultra fine¿ pen needles had no flow during priming. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown (provided: 9071861) it was reported that there is flow during priming but same pen needle will not let him complete his injection. Verbatim: consumer, reported, no insulin flow when taking injection. Stated, he does get a flow when priming, (2units) but that same pen needle will not let him complete his injection. Stated, its happened more than once from this box but he could only provide one "date of event".

Manufacturer narrative:
The following fields have been updated with additional information: h.3. Device eval by manufacturer: yes h.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st. Related compliant for needle clog on lot # 9261666. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed appropriately. Investigation summary: customer returned (20) used 32gx4mm bd pen needles from lot 9261666. Consumer reported no insulin flow when taking injection. All 20 returned pen needles were examined and the following was observed: - 8 pen needles with bent non-patient end (npe) cannulas - 12 pen needles with broken npe cannulas no evidence of manufacturing defect was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 20 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 9071861. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no flow during priming. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown (provided: 9071861). It was reported that there is flow during priming but same pen needle will not let him complete his injection. Verbatim: consumer, reported, no insulin flow when taking injection. Stated, he does get a flow when priming, (2units) but that same pen needle will not let him complete his injection. Stated, its happened more than once from this box but he could only provide one "date of event".